Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician encountered cracking while using bd purehub¿ disinfecting cap single (sku 306598) to disinfect needle-free luer connectors prior to i.v. Access and to act as a physical barrier between line accesses. Clinician experienced: tiende a partirse cuando se da varias vueltas al producto o se ha utlizado durante más de un turno - tends to crack when the product is turned several times or has been used for more than one shift. -tapón roto con una grieta - broken cap with a split.